Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned and analyzed; analysis revealed the superior vena cava (svc) defibrillation conductor was distorted and fractured due to pulling/stretching/overstress. There was blood and body tissue/fibrotic growth on the distal electrode. The helix was bent and visual analysis noted the lead was damaged at implant. When the tissue and blood was removed from the helix, although still bent, it operated within specification. (B)(4).

Event description:
It was reported that there were two right ventricular (rv) leads attempted but not used within the patient due to malfunctions. The first right ventricular (rv) lead was reported to have a kink in the lead. This lead was not implanted. The second right ventricular (rv) lead was reported to have a malfunctioning screw which would not extend out both inside and outside of the body. This lead was removed and a new lead was used instead. No patient complications have been reported as a result of this event.